Event description:
It was reported the patient presented to the emergency room. Upon interrogation, it was discovered the pacemaker was inappropriately pacing during atrial fibrillation (af) with rapid ventricular response (rvr). Troubleshooting determined the pacemaker was exhibiting an inappropriate magnet response. The magnet response was programmed off. The patient was in stable condition.

Manufacturer narrative:
The reported event of magnet detection was confirmed. Based on the information provided, the cause of the reported issue of magnet detection cannot be determined.